Event description:
The caregiver (cg) contacted baxter's technical service center regarding a system error (se) 2240 (air in set) and resultant se 2367, which occurred on the homechoice (hc) during use. The cg stated that the patient line was not attached properly and disconnected during therapy. The technical service representative (tsr) explained the alarms and had the cg cycle the power twice to clear them. The tsr explained that the supplies were compromised and that the cg would need to start over with new supplies or finish manually. The cg stated that the patient would finish manually. The tsr advised the cg to call the registered nurse (rn) within the next 24 hours and let the rn know what happened. The tsr reviewed proper procedures per the user manual with the cg. The cg understood the explanations and would follow up with the rn. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.the cg was contacted on (B)(6) 2012. The cg stated that he had not tightened the connection properly and it came apart in the middle of the night. The cg stated that the patient did not develop any adverse reactions or need any medical intervention. The cg stated that after starting over with new supplies no further issues were found.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was a loose connection. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.